Event description:
It was reported that a clearlink continu-flo solution set had a cracked luer lock adapter which resulted in a leak. The leak was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device and a companion sample were received for evaluation. A visual inspection was performed on the actual sample, and it was observed that the piece luer lock body of the two piece luer lock assembly was cracked/broken. It was noted that there was a trace of external force applied to the components making an appearance of white color on the crack of the component. The crack was possibly due to an exercise of excessive force which cracked the male luer. Dimensional testing was performed at the male luer, and it was according to specification. A leak test was performed, and no defect was observed. The companion sample was visually inspected, and no issues were noted. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.